Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to follow troubleshooting steps and, despite some temporary success, continued to face issues with unstable charging. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned a follow-up. If the pump battery depleted before receiving replacement supplies, the customer was advised to rely on manual injections.